Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a care giver opened the door on a homechoice and tried to remove the cassette "because tubing was leaking in the cassette door." The patient was not connected. The technical service representative advised not to open the door after the cassette is loaded. The technical service representative advised to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.